Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2ld36, implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had their entire implanted system (ins and lead) removed on (B)(6) due to an infection. Pt initially stated they first noticed they had an infection on sunday (B)(6), but then stated they think it began on saturday (B)(6). Pt stated by monday ((B)(6)) "it was full blown" and reported there was pus and blood squirting out of their incision site. Pt stated when they had their entire system explanted they "took everything out and left it open to heal from the inside out". Pt also stated they were on IV antibiotics for 6 weeks and then oral antibiotics for 10 days after that. Pt stated they still have the handset and communicator and pt's reason for call was to inquire what to do with their external devices. Agent reviewed external device donation/disposal process. Pt stated they are planning on getting another implant put back in, but stated they think they will get new external equipment with the new implant. Pt will discuss with hcp if they have any need to keep the current external devices. Agent reviewed process to complete handset wipe and pt stated they will call back to be connected to healthcare it to complete handset wipe if needed.